Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported for this lot. The investigation was unable to determine a conclusive cause for the reported stent deformation. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of stenosis and pain are listed in peripheral stent systems, supera instructions for use as a known patient effects of the stenting procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Date of event corrected.

Event description:
Subsequent to the initially filed report, the following information was received: the re-stenosis and resting pain were discovered on (B)(6) 2019, which is the same day that the patient recovered from the resting pain. No additional information was provided.

Manufacturer narrative:
Exemption number (B)(4) permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The location of the reported device was not provided. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that initial procedure was performed to treat a lesion in the moderately calcified, moderately tortuous superficial femoral artery. On (B)(6) 2019, the 5.5 x 200 mm supera self expanding stent system (sess) stent was implanted. On (B)(6) 2019, the patient was readmitted with resting pain. A sonogram revealed that there was re-stenosis. The middle area of the supera stent was twisted. An unspecified non-compliant balloon was used at high pressure to dilate the twisted portion to no effect. A 6 x 29 mm omnilink elite stent was implanted to open the twisted portion and successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.